Manufacturer narrative:
The product remains implanted in the patient, therefore it will not be returned. Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Event description:
Approximately nine days after hvad implantation, the vad coordinator reported electrical fault alarms and the site performed two controller exchanges without resolution. Visual inspection revealed contamination of controller pins. The heartware field engineer performed a cleaning procedure and controller exchange. The patient is reported to have become "symptomatic" during the procedure despite support with epinephrine and milrinone but there was no loss of consciousness. At last report the patient remained stable in the ICU and no additional alarms have been reported. Investigation is ongoing.